Manufacturer narrative:
The insulin pump was received with no button response on the right arrow button due to moisture damage on keypad traces. The pump was received with partially broken off belt clip rail. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, deep scratches on keypad overlay buttons, stained serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor home switch, moisture damage on all electronic assemblies and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack in case of insulin pump. Customer's blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.